Event description:
Event description cpi received information that this bipolar lead was exhibiting low r-wave measurements. The physician elected to reposition the lead and the measurements improved.